Manufacturer narrative:
(B)(4). Four used caresite valves, without packaging, were received for evaluation. One of the valves was attached to a tubing assembly. The valves were visually examined under magnification. A crack, starting from the top of the caresite extending down to the bottom of the luer threads, was observed on the molded caresite body on three of the returned valves. Stress marks and crazing lines were evident at the area of the cracks. The fourth valve (which was attached to a tubing assembly) did not exhibit any cracks or other abnormalities. In order to test this valve for leakage, the end of the tubing was capped off and a pressure of 10psi water was applied to the valve for 30 seconds. No leakages were observed. Review of the nonconforming lot report and discrepancy management system databases performed for the reported lot numbers did not reveal any abnormalities or nonconformances of this nature noted during in-process or final product inspection. The investigation into this reported event is ongoing. Following the receipt of additional info and/or completion of the investigation a follow-up report will be filed.

Event description:
As reported by the user facility: reports the valves leaked from the top and bottom (above the top portion by the distal luer lock columns or grooves, as well as below the female taper). This occurs whether a syringe or luer lock is attached to the top of the valve, or tubing is attached to the bottom of the valve. The leakages are not solely with chemo, but also with saline or any fluid. One incident occurred with chemo. The chemo was a 24 hour infusion and the leaking was noticed about 22-23 hours into the infusion. The reporter was uncertain of the lot number involved, but provided eleven potential lot numbers from their current inventory. A list of the possible lot numbers provided is attached on page 3.